Event description:
A 47-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On april 26, 2026, novocure was informed that the patient experienced persistent redness, accompanied by slight exudate discharge, at the array placement sites. According to the report, the patient discussed these symptoms with the attending physician on (B)(6) 2026 and was subsequently prescribed an oral anti-allergy medication. On may 01, 2026, the patient¿s healthcare provider (hcp) reported that the patient discontinued optune gio therapy due to skin related issues. On may 7, 2026, the hcp reported that the patient was prescribed fexofenadine (60 mg) for a suspected allergic reaction to the ceramic polymer on the transducer arrays. It was further reported that the patient intended to resume therapy once her skin condition had improved.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the hypersensitivity cannot be ruled out. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching, and rarely may even lead to severe allergic reactions. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).